Event description:
Consumer alleges he awoke to find his humidifier on fire and used a fire extinguisher to put it out. There was damage to the carpet. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.